Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. Event site name: (B)(6).

Event description:
It was reported that cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Distributor reports that the cardiosave console generated a system overheating alert. No patient involvement and no harm reported.